Manufacturer narrative:
Product ID 3889-28, lot# va07k1d, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information received noted that the device was removed on (B)(6) 2014. The patient did not receive a replacement device. To the best of this reporter's knowledge the patient was in good health and recovering fine.

Event description:
It was reported that the patient¿s device was programmed last week because, she was having a problem and kept getting shocked. It was noted that the patient kept the programming for a couple of days but it didn¿t work. The patient turned off the implantable neurostimulator (ins) two days ago and was ¿still getting zapped.¿ it was reported that the zapping started ¿quite a while ago¿ and the patient felt it when she was urinating, standing, and walking around. It was noted that it was ¿not as bad,¿ the device was on program 3 at 0.10 and the ins was off. It was reported that the patient noted it felt ¿awesome being electrocuted like that.¿ it was later reported that a patient had been getting unexpected shocks in the buttocks and with her new ins that was put in 4-6 weeks ago, the shocking was more often. It was noted that no falls or traumas were reported. The reporter stated that impedances were normal and were around 600-800 ohms. It was reported that the location of the shocking was the center of the butt cheeks between the ins and the lead. It was noted that the device had been off for the past 48 hours and the pulse width, rate, and voltage were turned down to zero and the electrodes were taken away and it was still shocking the patient. It was reported that the patient¿s doctor would most likely explant due to the patient being uncomfortable. It was confirmed with the clinician programmer that the ins was off. It was later reported that diagnostic testing or troubleshooting included impedance testing and reprogramming and the event may require a possible explant. It was reported that the device had been turned off for 24 hours and the shocking still occurred when she sat down or stood up. The patient was scheduled to see her doctor on 2014 (B)(6). It was noted that the issue was not resolved and the cause of the issue wasn¿t determined. It was later reported that it was unknown if the device would be replaced, the patient was not receiving therapy, and the device was turned off. See MFR. Report 3004209178-2014-05390 for information regarding shocking with the patient¿s previous device.